Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did a self-test and got hardware low level failures alarm, customer repeat the self test and test was passed. Customer's blood glucose value was 13.8 mmol/l. The customer was assisted with troubleshooting. Customer states the communication of the insulin pump was not very solid they thinks and the insulin pump cannot find the sensor signal anymore. Customer calls back and states the issue did not resolved and unable to pair the transmitter to the blood glucose meter. Customer states the blood glucose meter works perfectly again. The device will be returned for analysis.